Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 410 mg/dl and has been high since (B)(6) 2016. Troubleshooting found that the customer's infusion sets do not adhere and may be a reason for the high blood glucose. Customer indicated that they have contacted their doctor regarding the high blood glucose. Customer declined high blood glucose troubleshooting. No further details provided.